Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The up arrow button on the insulin pump was unresponsive and hard to press. Customer's blood glucose level was 269 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up button on the insulin pump had no button response due to flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.